Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Potential component issue. The investigation is in process.

Event description:
It was reported that during a transesophageal echocardiogram (tee) procedure, the transducer's outer wheel broke off. The procedure was truncated due to the malfunction; however, the procedure was not repeated as there was no loss of data. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the event date (see section b3), provide additional event information (see section b5), provide the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer contact information (see section g1), provide additional report source (see section g3), correct the device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6) and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation, the cause of the broken know was the result of a crack in the knob. The articulation control know was broken into small pieces. This knob would be analyzed for root cause, and an improvement action plan with the supplier.